Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours on the abdomen. Symptoms reported included swelling and pain. The patient had a virtual consultation with a medical professional and was diagnosed with cellulitis. The patient was prescribed an antibiotic tablet sulfameth/trimethoprim 800/160 (generic version of bactrim), to be taken twice daily for 10 days. It was also advised that patient take tylenol/advil for pain as needed.